Event description:
The user received a (B) (6) result for one patient sample which they believed to be false based on a previous result. The patient's (B) (6) result from (B) (6) 2009 was 20.47 iu per l. On (B) (6) 2009, the user received a result of 920.4 iu per l from the e170. The user then tested the same sample on the architect and received a result of 5.53 miu per ml which is considered non-reactive. On (B) (6) 2009, the sample was tested on an e170 at another site with a result of 843.8 iu per l. No information was provided to determine if the erroneous results were reported or if the patient was adversely affected. As part of the investigation, the sample was tested on an e170 with a result of 860.8 iu per l. The investigation is ongoing. If additional information is received, appropriate notification will be provided.